Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst indicated that no anomalies were found on the save to disk and that elective replacement indicator (eri) had not been triggered. The analyst also noted that battery voltage was 2.69 volts. Concomitant product: 419478, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.